Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned in a micro-centrifuge vial, with moisture and residue on lens. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+4.0/056 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to patient related factor.